Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The consolidated ventilator interface board was replaced.

Event description:
The hospital reported the ventilator shut down during a case. There was no reported patient injury.